Event description:
It was reported that the pt fell, and the post of the articular surface fractured. The device was revised.

Manufacturer narrative:
Information was received from a distributor who is not required to complete from 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. One un-dated x-ray of anterior view does not reveal anything significant. Surgical reports were not provided. The information provided indicates that the reported failure may have been due to the fall. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.